Event description:
The surgeon has performed a partial knee arthroplasty using the robotic arm interactive orthopedic sys (rio) and the restoris multicompartmental knee implant sys. Over a year after the original procedure, the pt was treated for infection in the joint. The onlay insert component was removed, and the pt was left non-weight bearing until the infection cleared up. A new onlay insert component was implanted after the infection was resolved. The revision procedure was performed by a different surgeon than had performed the original makoplasty case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. An onlay tibial insert exchange is routine procedure for wounds that appear inflamed or are infected after surgery. At this time, no mako implant component has been known to have contributed to post-operative inflammation or infection. Further evaluation is ongoing, and a supplemental report will be filed if additional info is obtained.